Event description:
It was reported, the patient had their left-side implant replaced two weeks prior to the report, on (B)(6) 2014, because the original implant was protruding. It was mentioned they had to redo the wiring because, it had come out of the pouch. The patient noticed the implantable neurostimulator (ins) was protruding six weeks after it was initially implanted. It was stated that after the revision, everything was working fine and there were no new issues. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. It was unknown which of the patient's two devices was the left-side device, so reports were sent on both devices implanted at the time of the event.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0dm8r, implanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va0dm8r, implanted: 2014 (B)(6); product type lead. (B)(4).